Manufacturer narrative:
Follow-up # 2 correction. This correction has been submitted as the test strip results relating to this complaints was omitted from supplemental #1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s test strips have not been evaluated by product analysis.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR could not be performed as the serial number was invalid. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a battery issue as well as reverting to setup mode. These complaints were classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues occurred at 12:45pm on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any adjustments to their normal diabetes management routine as a result of the alleged product issues. An unknown period of time after the product issues began the patient stated that they experienced the symptom of "sweating" and the patient also "passed out." In response to these symptoms the patient was taken to the emergency room (e.r) by the emergency medical services (ems). The patient was given a glucagon injection at 1:30pm on (B)(6) 2015 after a blood glucose reading of "31 mg/dl" was obtained on the ems meter. At the time of troubleshooting the cca noted that the patient was unable to confirm which of the two issues caused them to become symptomatic. The cca confirmed that there was no misuse of the product and the batteries did not need to be replaced. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.